Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 23 mg/dl and they lost consciousness. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the same day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.